Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The reason for call was patient reported that they felt jolting sensation to their left arm since they were implanted, but it was be arable. Patient stated that they had to meet with mdt rep, after their surgery, to help them boost the stimulation up a little bit. Patient mentioned that they stopped feeling the jolting sensation after their stimulation was adjusted; however, patient mentioned that they felt jolting sensation again last night, but it was bearable. Patient also mentioned that this device won't do anything for their legs and was totally different from the last stimulator they had. Patient mentioned they met with the rep earlier today.